Event description:
The pt experienced withdrawal. The pt experienced blood pressure changes, tremors, and return of baseline symptoms. The pump was used to deliver compounded baclofen and morphine. The pt may have been placed on oral baclofen. The pump was believed to have stopped infusion leading to interruption of therapy. It was unk what troubleshooting had been done with pump or catheter. The pump was replaced. There was no pt injury associated with the event. The pt status was reported as 'recovered.'

Manufacturer narrative:
For withdrawal and blood pressure changes. The pump was returned to the manufacturer for analysis which is not completed as of the date of this report. A follow-up report will be sent when the analysis is complete.